Manufacturer narrative:
Corrected information was provided in d1. Upon review, the brand name has been updated. Added d9 and updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. Please perform a full functional check (0042-7316) on ic2322.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A controller error occurred on the automated impella controller accompanied by an absent aortic placement signal (aops). The alarm and the aops issue self-resolved without intervention, and no additional problems were observed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.